Event description:
It was reported that during an imaging procedure, the catheter got stuck with the stent. The lesion being treated was located an tortuous unspecified anatomy location. Following pre-dilation, a non-bsc drug eluting stent was implanted. The physician advanced the atlantis sr pro through the stent and pullback was performed, however, the image was lost. Severe resistance was encountered and this device appeared stuck with the implanted stent edge. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Event description:
It was reported that during an imaging procedure, the catheter got stuck with the stent. The lesion being treated was located an tortuous unspecified anatomy location. Following pre-dilation a non-bsc drug eluting stent was implanted. The physician advanced the atlantis sr pro through the stent and pullback was performed, however the image was lost. Severe resistance was encountered and this device appeared stuck with the implanted stent edge. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated: device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes. Device evaluated by MFR: the device was received for investigation. The following was observed: the guidewire exit port was lifted1.0mm; a test guide wire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted; during image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).